Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-401, lot # idxnd, description: triathlon ps fem component, cemented; cat # 5520-b-300, lot # gsrrd, description: triathlon prim tib baseplate - cemented; cat # 5550-g-319, lot # y8r7, description: triathlon symmetric x3 patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient underwent irrigation and debridement and liner exchange.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding revision involving irrigation, debridement, and liner exchange involving a triathlon ps insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for lot referenced. Complaint history review: not performed as no device specific failure modes were identified. Conclusions: no further investigation for this event is possible at this time as no failure or issue is described in the reported event. Information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation.

Event description:
It was reported that the patient underwent irrigation and debridement and liner exchange.